Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned, it has been disposed of.

Event description:
It was reported that the insulin cartridge cracked and leaked insulin into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels and went to the hospital. The patient's blood glucose results were not provided. The patient was treated with insulin at the hospital. It is unknown how long the patient was in the hospital. The insulin cartridge was discarded; therefore, the product will not be returned for evaluation.